Manufacturer narrative:
(B)(4).results = introducer tube tip sheared off. Evaluation summary: the analysis results found that the sheath was received torn and missing from the device. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. Each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to how the incident occurred.

Event description:
It was reported that three different mammomarkers were used and they met with resistance during the deployment. The fourth mammomarker was successfully deployed into the biopsy site. There were no patient consequences reported.